Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 157 or 158 mg/dl. Pt didn't do anything because pt thought the result was not alarming. Pt tested their glucose after playing golf and drove to dinner. On the way, pt passed out and had a car accident. Emergency medical technicians came to the scene and checked pt's glucose and the level was low. Thought the level was either 48 or 49 mg/dl. Pt was treated with a glucose IV and taken to the hospital. Controls were never used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.